Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet, as there was no contact information given. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on or before (B)(6) 2024. Per the consumer, he had reagent on the swab and inserted the swab into his nose. No additional information, including treatment and outcome, was provided.